Event description:
It was reported that the implantable cardiac monitor exhibited a failure to interrogate via bluetooth, a failure to interrogate via magnet response, and a try now error message. No programming changes were made. There were no patient consequences.

Event description:
It was reported that the implantable cardiac monitor exhibited a failure to interrogate via bluetooth. No programming changes were made. There were no patient consequences.

Manufacturer narrative:
Correction: previously reported b5 should not have included "a failure to interrogate via magnet response, and a try now error message", and previously reported h6 should not have included "3283 - wireless communication problem" and should not have included one of the two "1332 - failure to interrogate" codes.